Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a hip arthroscopy the pressure increased without the pump alarming. Due to this situation, the inflow tubing was changed. After the tubing was changed, the error returned after a short time, with high pressure and flow. This time the pump stopped and alarmed "critical failure". This resulted in changing the synergy rack to a similar system so that the surgery could be completed. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Event description:
Update avoe 03-nov-2023: it was further reported that the tubing ar-6415 / ar-6430 was used with the reported pump. During surgery, the pressure increased uncontrollably. The first thing that was done was to change the tubing for the inflow. When this did not resolve the situations, the ar-6480 was replaced with an identical device. The surgery could then continue as planned. As there was quite clearly a fault on the device ar-6480, the tubing set was not retained for later evaluation.

Manufacturer narrative:
Complaint is not confirmed. The returned device was assembled with a new ar-6410 and ar-6430 arthroscopy pump tubing and was tested and evaluated under normal use conditions. The pump was powered on, and no error messages and no audible alarms were triggered. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. Pressure fault test, when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected. No problem found. Functional testing with the pressure calibrator found no pump pressure issues. The pump was supplied with 100mmhg and 200mmhg of pressure and displayed the correct reading for each. No problem found. The left latch door is loose and had to be pressed for the rollers to work properly. The review of complaint records for serial number (B)(6) shows that the device has no previous complaints. The original warranty seal was present and completed. The manufacturing date of the device is 2015-08. No problem found.